Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a pin in connector port of this inform meter looks burnt and black plastic around connector port appears melted. No adverse event reported. A request was made for the return of the meter, replacement sent.